Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 65 mg/dl at the time of the incident. The customer went to bed at 200 mg/dl and an hour and a half later had dropped to 65 mg/dl. The customer was at 117 mg/dl at the time of the call. The customer used carbs and protein and was given glucose tablets to treat. The pump was delivering on auto mode at the time of the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and did not resolve the issue. The insulin pump will be returned for analysis.